Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was dim and discolored. It was reported that the issue occurred gradually over 3 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.